Manufacturer narrative:
(B)(4). Additional information: lot 13j028 was manufactured september 13, 2013 - september 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was subsequently performed by filling the device with green color water. After fill, no evidence of a leak was observed. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume (B)(4) basal/bolus infusor may have leaked. A leak occurred while the device was connected to a 2 ml patient control module (pcm) (baxter product), and the location of the leak was unknown. This occurred during patient infusion of an unknown drug. It is unknown whether a filter was used during filling or if the bladder was damaged. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this patient/event.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated, although initial visual inspection did not find any signs of physical abnormality that could have caused the reported condition. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.